Manufacturer narrative:
Correction: section e1 - initial reporter- the reporter last name should have been cochran rather than ccochran. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-01917. It was reported that the patient experienced ineffective therapy with their scs system due to the placement of the leads. As a result, surgical intervention may be undertaken at a later date to address the issue.